Event description:
It was reported the device hung during the operational check at the shock portion of the test. There was no patient involvement as this occurred during testing.

Manufacturer narrative:
.